Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6).

Event description:
The customer reported that there was no alarm sound from the patient information center ix (pic ix) central station loudspeaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The investigation determined that the speaker settings were set to the windows level and the sound was coming from the monitor. The rse determined that the configuration required changing for sound to go to the external speaker. This is considered a product malfunction; it unknown how the speaker settings became set to the windows level. The rse configured the sound to the external speaker to resolve the issue.